Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxh 800 coulter cellular analysis system sporadically generated incorrect (B)(6) neutrophil (ne) and (B)(6) lymphocyte (ly) results. An instrument printout for a single patient sample was submitted to demonstrate this issue; results contained no instrument generated flags. The erroneous results for this patient were reported out. A sister laboratory ran the specimen on an alternate instrument in conjunction with additional testing (for hiv) and informed the laboratory that the original results obtained on the dxh800 were incorrect. Results, obtained on the alternate instrument and confirmed by manual smear, were sent as a corrected report. It is unknown whether patient treatment was affected as a result of this event.

Manufacturer narrative:
Specimen collection and storage information was not provided. Controls were run before the incident and were within specifications. Controls were not run after the incident. The raw data indicates that there were an excessive number of invalid events removed from lymphocytes than from other populations (probably because of smaller amplitude). The root cause of the excessive number of invalid pulses, especially from mals, may be related to hardware, but cannot be clearly identified because of lack of information available. A field service engineer (fse) was dispatched for this event. The fse indicated that the latron had high control volume (cv) for rf so the fse replaced the lower flow cell sample line. The fse re-adjusted the latron and ran 30 patients for differential verification. Other parts replaced include flow cell sample line, diff mixing chamber, and diff mixing soleniod. The conductivity matching was also performed by the fse. The vcsn preamp and flow cell sample tubing was also replaced. No further issues were indicated by the customer since service was performed. Beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results.